Event description:
The patient reported, I am having issues with my retainers. My gums bleed regularly after putting them on. The gum tissue is wearing away. And my root is now almost exposed. The retainers are slightly thicker than aligners. And the top aligner already has tears. I need to see a doctor, as I'm worried about potential damage to my teeth and gums. During a call with the clinical team, the patient was advised to see a general dentist for a possible infection. According to the letter of recommendation, the doctor of dental surgery, noted localized recession with tissue irritation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.